Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier and weight were not available for reporting. UDI: (B)(4). Lot number unknown. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a locking compression tibial plate hardware removal surgery on (B)(6) 2016, the extraction screw broke during removal of a locking screw. The hardware removal was performed due to the complete healing of the proximal tibial fracture. The devices were initially implanted on an unknown date. The locking screw at the proximal hole of the plate was not able to be removed so the surgeon attempted to use the reported extraction screw which broke. The surgeon used a carbide drill bit to successfully remove the broken extraction screw, screw head of the locking screw, and the associated plate. The surgery was delayed by 10 minutes due to the reported event. There was no adverse consequence to the patient reported. This report is 2 of 2 for (B)(4).